Manufacturer narrative:
If implanted, give date: removed date - device was not implanted. (B)(4).

Event description:
Same case as MFR report #: 2134265-2013-00277. It was reported that during a stenting treatment procedure, stent damage occurred. A non-bsc stent was previously implanted in the proximal right coronary artery (rca) and the physician noted that the stent had fractured recently. A new procedure was planned to treat the area and a 2.5x38mm promus element plus stent was advanced but was not able to cross the lesion. Upon removal, stent damage was noted. Then, a 2.5x20mm promus element stent was deployed in the atrioventricular branch. Next, a 3.0x16mm promus element stent was advanced to the distal rca but was not able to cross the lesion. Upon removal, stent damage was noted. The procedure was completed with a different device. No patient complications occurred and the patient status is good.

Event description:
Same case as MFR report #: 2134265-2013-00277. It was reported that during a stenting treatment procedure, stent damage occurred. A non-bsc stent was previously implanted in the proximal right coronary artery (rca) and the physician noted that the stent had fractured recently. A new procedure was planned to treat the area and a 2.5x38mm promus element plus stent was advanced but was not able to cross the lesion. Upon removal, stent damage was noted. Then, a 2.5x20mm promus element stent was deployed in the atrioventricular branch. Next, a 3.0x16mm promus element stent was advanced to the distal rca but was not able to cross the lesion. Upon removal, stent damage was noted. The procedure was completed with a different device. No patient complications occurred and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination of the device noted stent damage. Struts throughout the stent were stretched and misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).